Event description:
The customer reported that the system would not produce any images. The loss of the live image could prevent the system from being usable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and repaired the lemo connector. The system operates as intended.